Manufacturer narrative:
As reported in a research article, out of 35 patients with mitral valve replacement one patient died due to infective endocarditis and two patient died due to post-operative low cardiac output syndrome. Also reported was that mortality due to malfunction of the valve did not occur in any case. A more comprehensive assessment could not be performed as the event was non-contemporaneously reported through a literature review and no device was received for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
The article, " evaluation of hemodynamics after mitral valve replacement with the st jude medical epic bioprosthesis: a japanese single-center experience", was reviewed. This research article presents a prospective single center experience to assess the early hemodynamics of mitral valve replacement(mvr) performed using the epic bioprosthesis. St. Jude medical epic valve was associated with the study. There is no allegation of malfunction of the abbott device. The article concluded that the early postoperative hemodynamics of the epic bioprosthesis are satisfactory. Further accumulation of cases and evidence, including mid- to long-term results, is required in the future. Mortality due to malfunction of the prosthetic valve did not occur in any case. Events are being conservatively reported as patients had infective endocarditis pre-procedure and comorbidities include heart failure with stenosis and regurgitation. The primary and correspondence author of the article is takanori kono, department of surgery, kurume university school of medicine, 67 asahi-machi, kurume, fukuoka 830-0011, japan with the corresponding email: (B)(6).